Event description:
It was reported that the patient presented with a low pacing impedance on the right atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.